Event description:
The pt was revised due to poly wear, 21 years after implantation.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed polyethylene wear. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the root cause of the polyethylene wear, as device alignment and the length of time implanted are likely contributing factors. Based on the investigation findings, the need for corrective action was not indicated.